Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was air and or water leakage due to a pinhole on the channel tube which caused a loss in water tightness. This finding was due to perforation caused by an endo therapy accessory or other handling problem. It was also observed that there was no image due to a damaged plug unit. Additionally, it was observed that the scope presented communication error (b30) due to a defective electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had leaking. The reported issue was discovered during reprocessing prior to use for a diagnostic bronchoscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the scope had no image and presented communication error (b30), which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use, however the details of this inspection was not provided. The customer also confirmed that there was no delays in the procedure due to the product issue. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to fluid invasion on the device due to leak from ch-tube resulted in damage to the plug unit. Additionally, the insertion section peeled off due to stress that was applied during user handling. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope - inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be detected and prevented by following the instructions for use (IFU) which state: ·important information ¿ please read before use - warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·storage and disposal - warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.) Olympus will continue to monitor field performance for this device.